Event description:
Related manufacturer reference number: 2017865-2019-16206. Related manufacturer reference number: 2017865-2019-16208. It was reported that the patient passed away for unknown caused.

Manufacturer narrative:
A partial lead with the pin measuring 21.5cm was returned for analysis. External insulation abrasion was noted at 6.5-6.6 cm from the pin consistent with lead friction to the device can.